Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the stimulator was explanted. The device was over-discharged due to patient non-compliance. It was also noted the stimulator was over-discharged for more than 6 months according to the patient. Power on reset (por) was unsuccessful. Symptoms included return of normal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 serial (B)(4) found no significant anomaly. The battery capacity was reduced due to overdischarge. (B)(4).